Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred approximately two and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blue hansen hose. The machine, a fresenius 2008t hd machine, failed to alarm appropriately with a blood leak alarm. The nm stated that a blood leak test strip was not used because it was obvious that a blood leak had occurred. No physical damage was identified on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. The nm stated the patient¿s hemoglobin dropped from 8.5 to 7.9. However, they confirmed the patient did not develop any symptoms, experience any adverse effects, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse manager (nm) reported that an internal dialyzer blood leak occurred approximately two and a half hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blue hansen hose. The machine, a fresenius 2008t hd machine, failed to alarm appropriately with a blood leak alarm. The nm stated that a blood leak test strip was not used because it was obvious that a blood leak had occurred. No physical damage was identified on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak was identified, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 240 ml. The nm stated the patient¿s hemoglobin dropped from 8.5 to 7.9. However, they confirmed the patient did not develop any symptoms, experience any adverse effects, or require medical intervention. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.